Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the side. Customer was not sure what caused the leak and thought that they may have punctured the interior bag due to use error. Customer loaded another cartridge and insulin therapy was resumed. There was no reported impact to customer's blood glucose.